Event description:
The manufacturer became aware that a user of the essence rental had states patient has passed away and lost the device. No medical intervention was specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.